Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the ventricular rate/sense channel that resulted in pacing inhibition and delivery of inappropriate therapy. All lead measurements were stable. Invasive examination revealed a loose setscrew. The physician elected to replace the device while the pocket was open. The explanted device was returned for laboratory analysis.